Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a long continuous screeching sound coming from the system controller was not confirmed. A review of the submitted controller event log file spanned approximately 10 days (12feb2024 ¿ 21feb2024 per time stamp). There were no notable alarms active in the log file, but the silence alarm button was pressed several times on 20feb2024 at 09:21:40. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the alarm always resolves itself before the patient can see what is on the display screen, and pressing alarm silence and display button shows no alarms. They exchanged their controller about a month prior for the same reason. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient communicated a left ventricular assist device (lvad) alarm on (B)(6) 2024 at the same time each morning for the past 3 days. They stated the sound was a long, continuous screech and not a beep. It always resolved itself before they could see what it was on the display and pressing alarm silence and display button showed no alarms. It was additionally reported that the patient had changed out their system controller on their own on (B)(6) 2024 due to the same alarm occurring, so they were currently on their backup system controller. Log files from the backup controller captured some intermittent indications of a weak connection while on battery power that appeared to be only occurring on the controller¿s white lead which could be caused by controller power lead cable fatigue. Additional log files were sent for review on the primary controller. There were no unusual events recorded in the log file event history from primary controller that was initially changed out for the alarm on (B)(6) 2024. The left ventricular assist device coordinator discussed trouble shooting with the patient prior to changing out controller in the future. The backup controller is reported under manufacturer report number 2916596-2024-01229.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.